Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was thoroughly evaluated. The lead was returned severed 160 mm from the terminal pin; only the proximal section of the lead was returned. The insulation molding including rs+ seal rings was returned separated from the terminal assembly. The rs- and rs+ conductor coils were found extremely stretched with inner insulation torn around their circumference. Laboratory analysis confirmed the reported clinical observations of lead damage secondary to difficulty removing the lead from the device header as a result of the inability to release the rv ring setscrew.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead could not be freed from the patient's chronic cardiac resynchronization therapy defibrillator (crt-d) at revision for device change. All setscrews were verified released from the device header and lead again attempted to be removed at which time it broke into two pieces. The lead was subsequently explanted and replaced with a new rv lead. No adverse patient effects were reported. This system is no longer in service.